Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 27march2019. (B)(4). No phone number provided. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the unit failed air flow accuracy testing measuring 133.3 liters per minute (lpm) when set to 120 lpm. There was no patient involvement. Event date not specified, estimate used.

Manufacturer narrative:
Date rec¿d by MFR : 04jun2019. A visual inspection of the gas delivery system revealed no evidence of contamination or damage. During failure analysis, it was determined that the u1 component on the air flow sensor printed circuit board assembly was defective. This caused the air flow accuracy failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
MFR received date 25 apr 2019. Date of report received 30 may 2019. The manufacturer's field service engineer (fse) performed troubleshooting and determined the flow sensor needs to be replaced. The fse replaced the flow sensor and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.